Event description:
Reporter alleged obtaining discrepant back to back glucose results of 255 mg/dl, 76 mg/dl and 114 mg/dl, when all tests were performed within 10 minutes on the aviva system. No actions were replaced taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.